Event description:
The user facility reported experiencing decreased gas exchange near the end of a bypass procedure. The user determined that it was not necessary to change out the oxygenator during the operation. However, as a precaution, supplementary ventilation of the patient's lungs was provided at the end of the case to assure adequate oxygenation. The case was reportedly completed successfully with no complications or injury to the patient.

Manufacturer narrative:
The involved device was returned, decontaminated and gas exchange performed tested. The oxygenator was confirmed to function properly and no abnormalities were during any of the testing. A review of the complaint files confirmed that this lot number has not been reported previously for a gas exchange related issue. There are many complex clinical variables that may have effected the reported concern of decreased gas exchange during use. However, there is no available evidence that the reported event was related to a product malfunction or defect. Gas transfer performance under standardized conditions is addressed in the device labeling. All available information has been maintained in quality management files for appropriate tracking, trending and follow up.